Event description:
During a stent placement procedure in the esophagus for treatment, the stent suture broke. The product was advanced to the target lesion along a guidewire. Then the physician pulled the suture to release the stent. The stent had been deployed about 50%. However, the suture broke. It was reported that there were no complications for the pt and the pt's condition after the procedure was good.